Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine and dilaudid (hydromorphone) for non-malignant pain. It was reported that they were having a terrible problem with their personal therapy manager (ptm) for the last 6 months. Caller stated the ptm was taking 20 mins to deliver a bolus and they were getting error message app not responding. Caller stated the ptm gets stuck at 90% when connecting to ptm. Patient services assisted caller with clearing data from the handset. Caller was able to connect to ptm very fast. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.